Event description:
Blade blocked with the extraction screw. This is 2 of 2 report for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. Our investigations have shown that the end cap did not pull back the cover of the pfna blade. This caused the jam and made the connection between blade and instrument unstable. The reason for this failure is undetermined, however it is possible too much mechanical force was applied during the mounting of the instrument with the pfna-blade. Further investigation regarding the manufacturing documents showed conformity with the specifications. The exact cause is undetermined. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is deemed valid, a CAPA determination request has been initiated.